Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two unspecified mentor saline breast prostheses, suffered the following symptoms, very sick from them with chronic pain, chronic fatigue and more etc. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that mrn 1645337-2019-25342 was a duplicate of this complaint file. All further supplemental reports will be submitted under this complaint file from now on. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/17/2019, mentor became aware that the patient underwent bilateral removal on (B)(6) 2019. Mentor also became aware that the patient in physical pain after the explantation and the implants were yellow inside and smell very bad. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).